Event description:
It was reported on (B) (6), 2008 that the patient is presenting with swelling and pain over the implant site for the last 4-5 day. The patient is still able to hear when the coil is placed over the internal, but the coil will no longer stay in place on its own. Skin over site looks fine. Patient is on antibiotics. Also, the physician mentioned that it almost feels like the internal device is moving. This type of event has happened in the past, however, it resolved itself within a day or two. Further information received on (B) (6), 2008 states that the patient has been treated with several medications to attempt to reduce the swelling. The swelling has reduced, however, there is still a bump and some fluid described by the patient over and around the implant. While the patient does not report pain anymore, she does complain of sounds being too loud. General displeasure with performance since the symptoms/swelling first began several months ago. Testing was carried out which showed a short circuit between electrode channels 4 and 6, all other channels ok. Remapping was performed with slight improvements in sound quality and pleasure with the loudness level. Additional information was received on (B) (6), 2008 stating that the patient is scheduled for re-implantation on (B) (6), 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.